Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-02881 & 1627487-2020-02880. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient's system was explanted and replaced. The ipg was electively replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned determined for analysis. Based information on the received, the cause of the reported incident could not be conclusively.